Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that therapy was programmed off in subcutaneous implantable cardioverter defibrillator (s-ICD) as the electrode was eroded through the skin at the xyphoid site. Subsequently a revision procedure was performed where both the s-ICD and electrode were explanted. It was noted the patient also had a pacemaker implanted on the opposite side that remained in service.